Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the reported fault was likely a result of insufficient cleaning. Additional findings were as follows: air and water cylinder had no color; suction cylinder had no color; label on the suction connector was damaged; due to clogged nozzle, no air was fed through; due to the wear of the angle wire, bending angle in the up direction did not meet the standard value.; plastic distal end (c-cover) had a chip; light guide lens had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had an air and water duct that was blocked. The issue was found during inspection of the device. The device was returned for evaluation. During the device evaluation, it was found that the nozzle was found clogged with foreign material resembling black rubber. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections to the initial MDR and the legal manufacturer's final investigation. The customer reported that the subject device was reprocessed before being returned to olympus. The customer provided the cleaning, disinfection, and sterilization (cds) processes, where no obvious deviations from the instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. The event can be prevented by following the instructions for use, which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection . IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.   Olympus will continue to monitor the field performance of this device.